Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is not receiving effective stimulation. The sjm representative met with the patient and lead diagnostics revealed multiple invalid impedances. The patient underwent a trial procedure where it was determined the lead needed to be revised. The patient underwent surgical intervention on (B)(6) 2015 where the lead was explanted, replaced and repositioned. The patient is now receiving effective stimulation.